Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump does not turn on after inserting a new battery. Customer stated that several different batteries were tried from new pack and the battery cap was inspected for damage but does not find the fault. Customer stated that cap was on correctly and everything was as it should be but the insulin pump would not turn on. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.